Event description:
It was reported that a pt sustained a burn on his left arm after being scanned with a sign infinity mr system. The pt was apprehensive about MRI exam of his left shoulder. He was given alert bulb and was pulled out three times during exam due to numbness in his neck and shoulder. The pt never complained of "burning or warming." After the pt had been released and gone home, he sent an email (B)(6) days later to the hospital stating that he had a welt on his arm that was approx 3 inches that became a blister over the weekend. The pt did not return to the MRI site to have the area of reported injury examined, but he did follow up with his referring physician.

Manufacturer narrative:
A ge healthcare local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System/image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. The device labeling was reviewed and the working safely section of the mr safety guide (B)(4), defines proper pt positioning and padding to prevent warming during MRI scans. The root cause of the injury could not be determined. No further actions are planned at this time.